Event description:
It was reported that the patient was experiencing "little electrical shocks" in the region of her pump. It had been going on for a while and "there was no rhyme or reason to it." The pump was moving "around quite a bit and it was very uncomfortable." The drug being delivered via the pump was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial # (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8590-1, lot # n254976, implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, serial # (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).